Event description:
Customer reported seeking medical assistance from their obgyn for the removal of a reusable flex disc. Customer stated the disc had been in place for approximately 16 hours at time of removal. The customer stated the doctor used tools to assist with removal but did not specify which. Customer reported some pain/discomfort due to the experience, but did not have any serious adverse symptoms - customer stated pain/discomfort resolved immediately after product removal and was not prescribed any medication by their doctor. Customer reported that the obgyn stated they have a high cervix and a menstrual cup would be a better product for their anatomy. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.